Event description:
An initial event notification was received by sequel med tech, llc, on 21-jan-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that they had initiated insulin therapy with a new twiist pump on (B)(6) 2026 and stated that they had vomited that day. On (B)(6) 2026, the user reported receiving line blocked alarms that resolved after repositioning their cleo 90 infusion set and indicated that their glucose had been high throughout the day, with a reported value of 323 mg/dl. Following an additional line blocked alarm, the user exchanged their twiist cassette and cleo 90 infusion set, but reported that the infusion set was not adhering properly and that they were unsure if the infusion site was inserted correctly as they had felt the cannula go out and back in. The user reported feeling sick but did not check for ketones and declined needing emergency services. The line blocked alarm ultimately resolved, and the user's glucose decreased. The user remains ongoing on the twiist automated insulin delivery system.

Manufacturer narrative:
Based on the information available for assessment, a correlation between the twists automated insulin delivery (aid) system and the user's symptoms could not be confirmed. It is unknown if the vomiting experienced by the user was glucose-related. Investigation is ongoing; therefore, the reported line blocked alarms cannot be confirmed and system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction because the line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. It was reported that the user successfully resolved the line blocked alarms and their glucose decreased. The user remains ongoing on their twiist pump. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.